Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown); new stent (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent ((B)(4)) could not be advanced to the tip of the microcatheter (details unknown). The surgeon withdrew the stent with microcatheter and changed to use a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has the internal carotid artery aneurysm with a size of 4.3*4.8 mm, neck width 3.1 mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the stent. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc452812/10471103) could not be advanced to the tip of the microcatheter (details unknown). The surgeon withdrew the stent with microcatheter and changed to use a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has the internal carotid artery aneurysm with a size of 4.3*4.8 mm, neck width 3.1 mm. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the stent. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received inside of a plastic bag. The deliver wire was received coiled and no damages were noted on it. The introducer tube was not received for evaluation. The stent was received deployed and no damages were noted on it. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was not received. The failure reported by the customer as ¿delivery wire - impeded¿ could not be evaluated due to the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
(B)(4).